Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured on the middle part. The device was removed. A 2.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilatation. The balloon also ruptured during initial inflation at 12 atmospheres for 10 seconds. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured on the middle part. The device was removed. A 2.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilatation. The balloon also ruptured during initial inflation at 12 atmospheres for 10 seconds. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition. It was further reported that both balloon catheters were inflated twice before they ruptured.